Event description:
It is reported that the doctor attempted to use a size 4 tibia. The tibia would not lock into a size 11 femoral. The surgery was completed with a size 3 tibia.

Manufacturer narrative:
This report will be amended when our investigation is complete.